Manufacturer narrative:
No sample or confirmed lot number information has been received by manufacturing for evaluation. Two possible lot numbers have been received for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that multiple knives were noted to be dull. Procedure details information is unknown. There was no report of any patient harm.